Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the initial impedance measurement measured 55 ohms. A routine defibrillation threshold (dft) test was performed post implant in which a 65 joule shock was provided, however, it failed to convert. The patient required three external shocks. Shock impedances was 101 ohms and went as high as 135 ohms. Technical services discussed possible cause and what could impact impedance. The physician will repeat dft testing at a later date. Subsequently, this system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the initial impedance measurement measured 55 ohms. A routine defibrillation threshold (dft) test was performed post implant in which a 65 joule shock was provided, however, it failed to convert. The patient required three external shocks. Shock impedances was 101 ohms and went as high as 135 ohms. Technical services discussed possible cause and what could impact impedance. The physician will repeat dft testing at a later date. Subsequently, this system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.